Manufacturer narrative:
(B)(4). Evaluation, results: hemodynamic failure, previous cerebral stroke. Moderately calcified, 75% stenotic lesion. Bifurcate kissing stent technique. The failure to pre-dilate the lesion and the use of force during the attempted delivery. Conclusion: hemodynamic failure, previous cerebral stroke. Moderately calcified, 75% stenotic lesion. The failure to pre-dilate the lesion and the use of force during the attempted delivery.

Event description:
Kissing stent technique was attempted with two endeavor sprint 3.0mm diameter x 15mm length rapid exchange (rx) drug eluding stents in the lmt-lad and lmt-lcx. The lesion in the lcx had not been pre-dilated, resistance was noted during delivery and force was applied. This stent was dislodged at about 3mm distal from the original target lesion ((B)(4)). Before delivering a gooseneck snare to remove the stent, a guide wire at the lad side was removed because two wires could be tangled. The guide catheter was replaced with launcher (B)(4). An attempt was made to catch the dislodged stent with a snare; however, the snare was unable to cross. An endeavor sprint 3.0mm diameter x 9mm length rx drug eluding stent was finally deployed in the lcx crushing the dislodged stent against the vessel wall. The initial stent placed in the lad was also deployed with no issues noted and good dilatation was confirmed on angiography. It was confirmed that 3 days post the index procedure, the patient was admitted to the hospital with chest pain. Coronary angioplasty was performed, thrombus was found to have formed and the responsible lesion could not be identified. The patient died (ref MFR # 2953200-2011-00322 and 2953200-2011-00323).